Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The end user states the seat is cracked and scratched her bottom and her home health nurse assisted with the scratches. The end user states the unit doesn't sit flush with the ground.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: commodes. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was not confirmed with respect to the alleged issue of the seat being cracked. The seat was returned with the 9630-1 invacare I-class all-in-one commode in question was determined to be intact and without any cracks or fractures. However, two vertical scratches with somewhat rough surfaces were found on either side of the front of the seat. It is possible that these defects on the seat could have contributed to a scratch on the end user's bottom, however this could neither be confirmed not refuted. It was confirmed that all four legs of the unit were not capable of making contact with the surface of the ground simultaneously, rendering the unit wobbly and unstable. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: commodes. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was not confirmed with respect to the alleged issue of the seat being cracked. The seat was returned with the 9630-1 invacare I-class all-in-one commode in question was determined to be intact and without any cracks or fractures. However, two vertical scratches with somewhat rough surfaces were found on either side of the front of the seat. It is possible that these defects on the seat could have contributed to a scratch on the end user's bottom, however this could neither be confirmed not refuted. It was confirmed that all four legs of the unit were not capable of making contact with the surface of the ground simultaneously, rendering the unit wobbly and unstable. The end user states the seat is cracked and scratched her bottom and her home health nurse assisted with the scratches. The end user states the unit doesn't sit flush with the ground.